Event description:
The dealer states the unit is alarming, bad switch, bad compressor, the heat exchanger is damaged, and low o2. Additional non-reportable complaint for this device; the dealer alleges the unit has a bad switch. Additional non-reportable complaint for this device; the dealer alleges the unit has bad compressor. Additional non-reportable complaint for this device; the dealer alleges the heat exchanger is damaged. Additional non-reportable complaint for this device; the dealer alleges low 02.